Event description:
It was reported to philips that the live monitor on the allura device was blank. The device was in clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The reported issue is that the exam room monitor was blank. Customer requested a quote to replace the monitor. Customer declined to purchase the monitor and replaced it from multiple units. No service has been provided from the philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.